Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were loose. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested and the following was received: the clips did not close and just fell off the vessel. The surgeon is very used to using the device and has been inserviced.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.